Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 38 x 2.75mm promus premier drug-eluting stent (des) was implanted for treatment. However, following post dilatation, a proximal edge dissection in the proximal part of the stent was noted. To cover the edge dissection, a 2.75x16mm promus premier des was deployed proximal to the first stent in an overlapping manner and the procedure was completed. No further patient complications were reported and the patient's status was stable.